Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced sustained elevated blood glucose for over 90 minutes while using a steel 6 mm contact/detach infusion set, and customer care guided a complete infusion set and cartridge change with tubing fill and cannula fill, after which insulin delivery was resumed and a subsequent blood glucose was 161 mg/dl. Symptoms included hyperglycemia. Outcomes included recovery without alerts, alarms, or medical intervention. Investigation included troubleshooting and education over the phone regarding infusion set replacement, cartridge replacement, and pump priming steps. Investigation of this case revealed no device alarms and no confirmed device malfunction, with the issue resolved after set and cartridge replacement, leaving the cause of the hyperglycemia unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.